Event description:
The patient underwent anterior cervical fusion on 4/15/93. Two bone dowels were inserted as implants and crumbled. (One from dayton regional tissue bank and one from michigan tissue bank). This necessitated a "redo" of the procedure to remove dowels and replace bone with iliac crest grafts from patient's own hip and fuse with synthes cervical platedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.